Event description:
The customer reported a concern with needle caps not remaining in place at different phases of the usage process. There was one instance in which an individual was stuck by a needle.

Manufacturer narrative:
So far, we haven't received samples, so we were unable to fully investigate this incident. A device history record review was completed for the lot number, no defects or imperfections were observed.complaints received for this device and reported condition will continue to be tracked and trended.